Manufacturer narrative:
(B)(4). Date sent: 08/01/2022, batch # unknown. Additional information received: the patient had actually come back to theatres with an anastomotic leak 9 days post operatively. The patient had the hole sutured up and so no colostomy was required at the time. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the product was opened and inserted into the bowel ready to be used. The device seemed in order. He opened and closed the anvil to check it worked ok. He also noted that the lights were on as per expectations on the device. When the fire button was pushed the device didn t work. Nothing moved or changed. So, he took the device out and they opened a new device and it worked perfectly with no complications and no adverse effects to the patient. The surgeon is happy continuing using the device and he is aware it was probably an electrical failure.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Reversal of hartmann¿s procedure, previous endometrial cancer what surgical procedure was performed? Reversal of hartmann¿s did the patient receive any preoperative chemotherapy or radiation? Chemo over a year ago, no radiotherapy was the anvil of the first device left in place and used with the second device? Yes were there any issues experienced with the device in the initial surgical procedure? Only that it didn¿t fire what healthcare professional fired the device and what is his/her experience with the device? Myself, consultant colorectal surgeon. Have used over 10x where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? Didn¿t fire despite depression of trigger how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 x 180 degree as instructed on adjusting knob did the healthcare professional receive audible & tactile feedback when firing the device? No as did not fire were the donuts inspected? If so, please describe. Yes, rectal (distal) doughnut was complete but thin was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what is the current status of the patient? Leak managed non-operatively. Discharged and due to be seen in clinic in next few weeks.